Event description:
Attorney reported patient had bone extraction from the right foot with placement of plate on (B)(6) 2010. The plate broke during the course of recovery. The patient was returned to the or on an unknown date for removal of hardware and revision to a larger plate. The plate may have been discarded by the removal hospital.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Event description:
Patient was treated for arthrodesis of the first metatarsophalangeal joint and was implanted with a plate, 6 screws and iliac crest bone graft. X-rays taken on (B)(6) 2010 show the fracture of the proximal portion of the plate. Patient was returned to the o.r. On (B)(6) 2010 for removal of hardware and revision to a 2.4/2.7 variable angle lcp plate, 2.7mm va locking screws, self tapping. This report is 1 of 1 for complaint (B)(4).